Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side "rupture." Device remains implanted.

Manufacturer narrative:
The events of "seroma-late", "granuloma", and "lymphadenopathy" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Reason for reoperation: rupture; "siliconomas with uptake in axillary nodes"; "trace of fluid around the left implant".

Event description:
Patient later reported "pain and inflammation", "silicone granulomas", "radial folds", "silicone within the left axillary lymph node", and "some volume fluid surrounding the left implant." The events of "an ovoid, hypoechoic, circumscribed lesion measuring 9 x 2 x 4mm. It is sonographically benign and may represent an elongated cyst with debris or a benign solid lesion such as a fibroadenoma" and "breast lump in the lateral left breast" are not device related.

Event description:
Patient reported left side "rupture" confirmed via MRI. Patient later reported "siliconomas with uptake in axillary nodes." Device remains implanted.

Event description:
Patient reported left side "rupture" confirmed via MRI. Patient later reported "siliconomas with uptake in axillary nodes." Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, h6.

Manufacturer narrative:
Visual analysis: visual analysis of the photos identified: - rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. - seroma-late: unable to observe as it is a medical event that is not related to the device. - granuloma: unable to observe as it is a medical event that is not related to the device. - inflammation/irritation: unable to observe as it is a medical event that is not related to the device. - lymphadenopathy: unable to observe as it is a medical event that is not related to the device. - crease folding of implant: unable to observe as it is a medical event that is not related to the device. - silicone migration: unable to observe as it is a medical event that is not related to the device. It is not possible to determine the lot number or catalog through the photos provided. Additional observations: - red particles on the surface of the shell. Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Device has been explanted.

Event description:
Patient reported left side "rupture". Patient later reported "pain and inflammation", "silicone granulomas", "radial folds", "silicone within the left axillary lymph node", and "some volume fluid surrounding the left implant." The events of "an ovoid, hypoechoic, circumscribed lesion measuring 9 x 2 x 4mm. It is sonographically benign and may represent an elongated cyst with debris or a benign solid lesion such as a fibroadenoma" and "breast lump in the lateral left breast" are not device related. The device has been explanted.